Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and one another pump error. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the troubleshooting. It was reported that the customer had pump error displayed before the open book image on the screen. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will not be returned to the analysis.